Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump buttons not always respond. Customer's blood glucose level was unknown. Customer stated that insulin pump had battery life diminished battery life and crack on the right corner of the display. Customer stated that insulin pump grinding noise during rewind and rewind slower. Customer stated battery cap was chipped. The insulin pump will not be returned for analysis.